Manufacturer narrative:
(B)(4).

Event description:
The customer complained of questionable elecsys hcg + beta test system (hcg+b) results for 2 patient samples tested on a cobas 6000 e 601 module. Patient 1 initial hcg+b < 0.1 miu/ml. The initial result was released outside of the laboratory, but was questioned by the staff in the emergency room (ER) based on the fact that a quick, over-the-counter, qualitative pregnancy test done in the ER was positive. Patient 1 sample was retested and the result was positive, a specific value could not be provided. The date of event was believed to be (B)(6) 2018, but was only an approximation. Patient 2 on (B)(6) 2018 initial hcg+b result was < 0.10 miu/ml. The initial result was released outside of the laboratory, but was questioned by the staff in the ER as the patient told the ER staff that she was pregnant. The ER staff ran a quick, over-the-counter, qualitative pregnancy test and a positive result was obtained. The laboratory repeated the hcg+b testing on the same patient sample and received a result of 706 miu/ml. A corrected report was issued. Due to the diagnosis of abdominal pains, the patient had a sonogram performed which confirmed the patient was pregnant. Patient 2 is a (B)(6) female. Neither patient was treated based on the negative initial hcg+b results. There was no adverse event. The hcg+b reagent lot was 28429205 with an expiration date of 28-feb-2019. Based on the calibration and qc data provided, a reagent issue can be excluded. The field engineering specialist was unable to find a root cause. He realigned the sample probe and the reagent probe. The main pump pressure was high and was adjusted. He performed precision testing for hcg+b, ckmbstat, and pro-bnp stat all with acceptable results. He performed performance testing with acceptable results. The investigation wa unable to find a definitive root cause. The customer stated there have been no further issues following the service visit.